Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 453mg/dl and has treated with a bolus and her current blood glucose was 524mg/dl. Patient's other blood glucose value: 453, 359mg/dl. The patient was treated with insulin drip. The patient was hospitalized. The product will not be returned for analysis.